Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review. Analysis of images. The complaint for valve embolizes into ventricle was confirmed with objective evidence via procedural imaging review and supporting information provided by the edwards field team. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. No manufacturing non-conformities were identified from the imaging evaluation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. During valve deployment, the slda was observed to be progressively pushed atrial, ultimately resulting in loss of septal engagement. Despite confirmation of leaflet capture during anchor spin and symmetrical valve expansion during atrial and ventricular stages, the valve dropped septally immediately after release. Imaging revealed the valve was canted and positioned low on the septal and anterior aspects, with >10 mm displacement from the annular plane. The majority of anchors appeared to lose contact with the annulus, consistent with valve embolization. The slda teer device remained mobile within the evoque valve inflow tract, contributing to minor instability. In addition, the post-procedural imaging showed moderate-severe paravalvular leak (pvl) and mild to moderate transvalvular tricuspid regurgitation (tr). The final valve position was symmetrical below anchors, and valve expansion was even. However, the inability to adequately engage the septal slda was identified as the primary contributor to valve instability and migration. Malposition events such as migration may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), procedural factors and patient factors. Migration may occur as a result of lack of leaflet capture and rv volume changes upon implantation or volume management. The mismanagement of rv volume may result in valve instability and may cascade to valve migration.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 44mm evoque procedure in tricuspid position by right femoral vein. It was reported that following an edward's internal imaging review from the procedure, there is evidence of evoque valve embolization. During the procedure, the single leaflet device attachment (slda), which was pointing atrial from the start, was successively pushed atrial during valve expansion ultimately resulting in loss of septal engagement. The valve was dropped septal immediately after release. The slda was mobile with the evoque inflow and there was moderate to severe pvl. Leaflet capture was confirmed on each anchor during the anchor spin. The anchors were at the hinge points of the annulus prior to final valve release. The valve was expanded evenly and as expected during ventricular and atrial expansion stages. The final valve position was symmetrical below anchors and there was adequate height. Patient was being monitored for clinically relevant or further migration for possible surgical removal. However, there has been no treatment nor is any treatment planned related to the valve position. No adverse events or symptoms have been reported.